Manufacturer narrative:
(B)(4).

Event description:
It was reported the spider 2 tenet 7615 shorted out. This occured during the procedure. The same device was used to complete the procedure. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - one spider 2 part number 72203299 was received on april 13th, 2017 and confirmed to be serial number (B)(4). There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation was performed with a known good battery and footswitch and the unit passed all tests. The complaint could not be confirmed. Manufacturing records show that the device was released to distribution new in december of 2016. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.